Event description:
The customer observed a falsely elevated sodium result generated on the alinity c processing module for one patient. The following data was provided (customer's reference range: 125-155 mmol/l): sodium results for one patient: initial result = 162 mmol/l. Repeat result = 146 mmol/l. Repeat on another analyzer = 139 mmol/l. Previous result for the same patient = 139 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.